Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, lens was explanted at secondary procedure due to patient could not adapt. The procedure was completed on the same day with unspecified non company lens. There was no patient harm. Additional information was requested.

Manufacturer narrative:
The lens was returned in a noncompany lens holder inside a small opened noncompany pouch. Viscoelastic was dried on the lens. The optic was broken (cut) into pieces. The lens was cleaned with klrp to further evaluate. No additional damage was observed. Product history records were reviewed and the documentation indicated the product met release criteria. Information was provided that indicated the use of a qualified cartridge and qualified handpiece. A non-qualified viscoelastic was indicated. The root cause cannot be determined for the reported complaint. The explanted lens was cut into pieces, typical of an insertion and removal. Each lens was subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. Information was provided from the account that the patient could not adapt to the iol(intraocular lens). The account stated the root cause for this event was unknown. The multifocal tfat00 18.5 diopter (add power +2.2/+3.2 diopter) lens was removed and replaced with a non-company 18.5 diopter lens. Due to the exchange of a multifocal 18.5 diopter lens to a non-company extended depth of focus lens of the same diopter, this suggests that an extended depth of focus replacement lens may have been an improved choice for the patient's vision needs. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received stating lens was replaced with other company same diopter lens.

Manufacturer narrative:
Additional information was provided in b.5. The manufacturer internal reference number is: (B)(4).